Event description:
It was reported that the patient presented for an implant procedure. During the procedure after fixating the device, the catheter would not enter tether mode nor would release the device. The device could not be re-docked either and a tether fracture was suspected. The entire delivery system was then retrieved, and the device helix was observed to have sprung. An echocardiogram then showed that a perforation had occurred resulting in cardiac tamponade and thrombus. Pericardiocentesis and an emergency percutaneous pericardiotomy were the performed to address the perforation. Hemodynamic stability was achieved and the patient was recovering well in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.